Event description:
The hcp reported that the patient was hospitalized in the intensive care unit with unresponsiveness and respiratory difficulties. The patient was noted to have multiple medical problems including renal failure, pneumonia, empyema, sepsis and respirtory distress and was apparently unable to "clear the drugs". The patient was reportedly receiving mophine and compounded baclofen via the drub delivery system he was treated with repeated doses of narcan. The pump rate was subsequently decreased to deliver 90% of the previous dose. In 05/2006 the patient began to experience "withdrawal symptoms" i.e delusions, hallucinating and grand mal seizures. The hcp is incrementally increasing the dose delivered by the pump, the dose is unknown. It is reported that the pump is working fine". The patient was reported to be stable as of 05/2006. But will be undergoing a thracotomy to treat the empyema. A follow up report will be sent if additional information becomes available.